Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. H3 : no device problem found. Device explanted due to infection.

Event description:
It was reported during ongoing use, the patient developed a pocket infection. The patient in not pacemaker dependent. Due to the infection, surgical intervention was performed, and the device was explanted. It was indicated that a decision has not been made as to whether a new system will be implanted, and will be determined within the next few weeks. It was indicated the device is expected to be returned. Additional information: this device was returned back for analysis. Due to the reason for explant of pocket infection, a complete analysis is not required.

Event description:
It was reported during ongoing use, the patient developed a pocket infection. The patient in not pacemaker dependent. Due to the infection, surgical intervention was performed, and the device was explanted. It was indicated that a decision has not been made as to whether a new system will be implanted, and will be determined within the next few weeks. It was indicated the device is expected to be returned.